Manufacturer narrative:
Concomitant medical product (cont.) 407658 lead implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial tachycardia (at) / atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.